Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p(device #2) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch(device #1) or an unspecified bard/davol composix l/p(device #2) on (B)(6) 2007 or (B)(6) 2009. Attorney alleges unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch (device #1) and the bard/davol composix l/p(device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective.